Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient confirmed that smart device was not in airplane mode. Patient was advised to close running applications, reset smart device, close and re-open g5 application, and reinstall g5 application, which was unsuccessful; a connection was not established. No additional patient or event information is available.